Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not form correctly when placed on the vessels. The clips formed at the distal end but had a gap at the proximal end. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.